Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked in multiple locations. Conclusions: evaluation of the returned devices revealed that both cat6's were kinked in multiple locations. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced during insertion, damage such as this may occur. The non-penumbra 6f sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00761.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheter 6 (cat6) devices. It was noted that the patient's anatomy was not overly tortuous. During the procedure, while advancing a cat6 through a non-penumbra 6f sheath, the physician used the peel away sheath and did not encounter any more resistance than normal; however, the cat6 became kinked in several places throughout its shaft. Although the cat6 kinked in several places, the physician continued to use it with the indigo system separator 6 (sep6) to aspirate thrombus. As the procedure continued, a penumbra representative advised the physician to change out the kinked cat6 for a new cat6. Subsequently, the new cat6 performed like the first one and became kinked in several places around the mid-shaft. Although the second cat6 was kinked, the procedure was completed using the same cat6 and the same sep6. There was no report of an adverse effect to the patient.